Event description:
It was reported that the patient was in atrial fibrillation starting on (B)(6) 2021 with increased rate in the 110s bpm. Intravenous amiodarone was given as treatment with good results. On (B)(6) 2021, the patient went into ventricular tachycardia which rapidly progressed to ventricular fibrillation. Intravenous medication was given followed by defibrillation, which was successful on both occasions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmias and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. No alarms were reported for these cardiac arrhythmia events. They were reportedly not related to the pump. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.